Event description:
An orsiro mission drug-eluting stent system was selected for treatment. It was not possible to advance the device further in the artery. The device was retrieved and another device was used. The complained device was discarded at the hospital and is not available for investigation.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.